Manufacturer narrative:
Correction: section h6- the health effect impact code should have been "4624-surgical intervention and 4613-minor injury/illness/impairment" rather than " 4629 - device revision or replacement and 4613-minor injury/illness/impairment."

Event description:
Additional information indicates that the infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-00354. It was reported that the patient presented with an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead incision site was opened and cleaned out. Effective therapy has been restored post-op.

Manufacturer narrative:
A patient had an infection at the lead site was reported to abbott. It was determined the lead incision site was opened and cleaned out. Effective therapy was restored, and the infection has resolved. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.